Event description:
The patient underwent lithotripsy study procedure on right ureter for stone treatment. The console setting used for the procedure showed pulse length long, pulse energy 0.6j, pulse frequency 6hz and total laser energy 3.6w. The fiber was not stripped or cleaved. The fiber was used with storz flexible scope and moses pulse console. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. 6 x 26 french ureteral stent was placed on the procedure day and removed on twenty days post procedure. The patient discharge medications included tylenol for pain prophylaxis, bactrim ds for postoperative antibiotic prophylaxis, flomax for stone removal, and zyloprim for history of uric acid stones and elevated uric acid in blood. The patient began experiencing dysuria and hematuria fifty-one days post procedure. The patient symptoms were reported to be not serious. Medication (ciprofloxacin) was provided to the patient. The patient symptoms were reported to be resolved (date unknown). The study facility assessed the patient symptoms as possibly related to the lithotripsy procedure and not related to the device.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with this type of treatment and is noted as such in the device direction for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
The patient underwent lithotripsy study procedure on right ureter for stone treatment. The console setting used for the procedure showed pulse length long, pulse energy 0.6j, pulse frequency 6hz and total laser energy 3.6w. The fiber was not stripped or cleaved. The fiber was used with storz flexible scope and moses pulse console. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. 6 x 26 french ureteral stent was placed on the procedure day and removed on twenty days post procedure. The patient discharge medications included tylenol for pain prophylaxis, bactrim ds for postoperative antibiotic prophylaxis, flomax for stone removal, and zyloprim for history of uric acid stones and elevated uric acid in blood. The patient began experiencing dysuria and hematuria fifty-one days post procedure. The patient symptoms were reported to be not serious. Medication (ciprofloxacin) was provided to the patient. The patient symptoms were reported to be resolved (date unknown). The study facility assessed the patient symptoms as possibly related to the lithotripsy procedure and not related to the device.